Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the high flow insufflation unit exhibited the light emitting diodes (led) had missing elements and needed to be replaced. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6: type of investigation code: 10 ¿ testing of actual/suspected device, investigation findings code: 3233 - results pending completion of investigation and investigation conclusion code: 11 - conclusion not yet available, were missing in the initial, and the component code and the medical device problem code should be corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "segments of light emitting diode is missing" malfunction would likely be related to faulty front panel light emitting diode. . Olympus will continue to monitor field performance for this device.